Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2005. A 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection, inappropriate treatment and far field r-wave (ffrw) oversensing. The atrial lead and device remain in use. The patient was enrolled in the reverse clinical study. No patient complications have been reported as a result of this event.